Event description:
It was reported that "leaking of saline solution from the catheter in mark number 0 and 1. Infiltration under the insertion point and the catheter had to be removed before the therapy ending."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewk1533 showed no other similar product complaint(s) from this lot number.